Manufacturer narrative:
(B)(4). Reporter¿s full name and complete address were not provided. Reporter¿s phone number: (B)(6). As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If additional information should become available, a supplemental medwatch report will be sent accordingly.

Event description:
It was reported from (B)(6) that the motor device had smoke and heated up at the handpiece. It was not reported if the device was used in surgery, or if there was patient involvement. It was not reported if there were any delays in the surgical procedure, or if a spare device was available for use. The exact date of this event is unknown. It was not reported if there were any injuries, medical intervention or prolonged hospitalization. The date of the event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Manufacturer narrative:
Upon further investigation, it was determined that MFR#1045834-2017-11559 is a duplicate of MFR#1045834-2017-11541 . Reference MFR#1045834-2017-11541 for all further reporting regarding this event. If information is obtained that was not available, a follow-up medwatch will be filed as appropriate.